Event description:
International affiliate reports that during transcutaneous vertebroplasty procedure in an air-conditioned operating room, at air temperature about 21 degrees celsius, the cement mass became solid during its application to two vertebral bodies which necessitated the use of a second pack of the confidence cement. The cement hardened after about 2-3 minutes which made it impossible to fill the vertebral bodies with the planned volume. The treatment was completed by using the doses of cement in a volume which was possible to administer before the cement mass hardened. The procedure was extended by about 30 minutes. Reports there were no further consequences for the patient. See mfg report no. 1526439-2012-00207 for the other kit involved in this event.

Manufacturer narrative:
The product has been returned for evaluation. A follow up report will be filed upon completion of the evaluation.

Manufacturer narrative:
(B)(4). No conclusions can be made as the returned product contained dried cement. However, surgical cements are sensitive to temperature and humidity conditions during handling time and from storage to their use in surgery. Also, during mixing, the quantity of liquid must be fully mixed with the quantity of powder for proper setting time. Reviews of the dhrs for the kit and its cement found no anomalies. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed.